Event description:
It was reported that prior to using bd vacutainer® urinalysis transfer straw kit, the straw of an unspecified number of devices either breaks off, bends, or pulls out with the needle still attached. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received one photo for investigation, which shows a damaged straw in the product package. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged device. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® urinalysis transfer straw kit, the straw of an unspecified number of devices either breaks off, bends, or pulls out with the needle still attached. No adverse impact was reported regarding the patient or user.